Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, this right atrial (ra) lead had high thresholds. An x-ray revealed that this lead was dislodged and was damaged on the electrode end. There was difficulty in the removal of the ra lead as this was stuck in the right ventricle. The ra lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.